Manufacturer narrative:
A1: patient initials corrected. Manufacturer's conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to hemorrhagic stroke. The death was not considered device or therapy related.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 at 3:00 am, the patient developed a headache, nausea and left sided weakness. A computed tomography (CT) scan showed acute large right parieto-occipital intraparenchymal hemorrhage with edema and blood product extension into the subarachnoid space and right lateral ventricle with right to left midline shift of approximately 14 mm with uncal herniation. International normalised ratio (inr) was 1.3 on 4 mg daily and still on heparin infusion. After intraparenchymal (iph) bleed was identified, all anticoagulation was discontinued and the patient received protamine and vitamin k from the neurocritical care team. The patient went to the operating room for a right craniotomy for iph evacuation and hemicraniectomy for hematoma evacuation. As of (B)(6) 2024, CT scan showed a few new foci of iph hemorrhage noted with right inferior occipital/temporal lobes. The multi-compartmental hemorrhage in the patient's right cerebral and bilateral cerebellar hemispheres appeared stable. There was interval increased mass effect and edema with near-complete effacement of right lateral ventricle and worsening right-to-left midline shift, now measuring up to 15 mm (previously 9 mm). Extracranial fluid collection overlying the right craniectomy defect was enlarged compared to the prior exam. During the physical exam the patient was intubated and sedated with sluggish pupils. There was trace withdrawal from the patient's right upper extremity, and withdrawal in bilateral lower extremities with the right side greater than the left side. No movement noted in the patient's left upper extremity.